Event description:
It was reported that via merlin.net the device was found to be in backup bvvi. Patient presented in clinic; a software download was successfully performed and the device was restored to normal operation. Patient will continued to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.